Event description:
On (B)(6) 2016 11:16 am (gmt-5:00) added by (B)(6)( (B)(4)): it was reported that the ventilator has a broken user interface. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported user interface holder (panel holder) was investigated at the hospital by our field service. Engineer (fse). The user interface holder breakage was confirmed and replaced. The breakage could also be confirmed from the evaluation of the received pictures. The broken panel holder implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of (B)(4) g, pulse duration (B)(4) ms, and total number of (B)(4) impacts. It¿s unknown to us under which conditions the reported panel holder broke, as a result the root cause for the reported breakage could not be determined from this investigation.

Event description:
(B)(4).